Manufacturer narrative:
Reported event: an event regarding infection and wear involving an unknown implant insert was reported. The event of wear was confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated evidence of wear on the articulating surface of the poly insert. Yellow discoloration is also present. Damage consistent with contact with explantation tooling, can also be seen. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10-6 in accordance with applicable iso standards. Visual inspection of the returned device indicated that the device was returned with the insert still assembled to it. Implantation and explantation damage was observed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of scorpio tka implants due to loosening and infection.

Event description:
Revision of scorpio tka implants due to loosening and infection.

Manufacturer narrative:
Reported event: an event regarding infection and wear involving an unknown implant insert was reported. The event of wear was confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated evidence of wear on the articulating surface of the poly insert. Yellow discoloration is also present. Damage consistent with contact with explantation tooling, can also be seen. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. Visual inspection of the returned device indicated that the device was returned with the insert still assembled to it. Implantation and explantation damage was observed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.